Manufacturer narrative:
Additional information was received on 12/1/2020. No error message was reported. The patient did not observe any neurological symptom since the procedure was completed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) during an internal review on 11/25/2020, a correction was noted to the 3500a initial as ¿h9. FDA correction/ removal reporting no.¿ was completed in error. It should have been blank.

Manufacturer narrative:
Manufacturer's reference number: (B)(4). This event was assessed as MDR reportable for a clot issue. During review on 5/20/2021, a correction was noted to the assessment as this event should have been assessed as char which is not MDR reportable. Char is a physical phenomenon of radio frequency energy delivery and can be the normal result of the ablation process. The presence of char on the electrodes does not represent a serious injury in itself, nor is it necessarily the result of device malfunction. Therefore, updated under ¿h6. Medical device problem code¿ from ¿coagulation in device or device ingredient¿ to ¿device contamination with body fluid¿.

Manufacturer narrative:
In the previous submission, a recall number was incorrectly provided. Please note that this recall number is not associated with this event. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Initial reporter phone: (B)(6). Component code of ¿appropriate term/code not available" represents "no findings available." The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed a manufacturing record evaluation was performed for the finished device 30423021m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number:(B)(4).

Event description:
It was reported that a patient underwent cardiac ablation procedure for atrial fibrillation (afib) with a thermocool® smart touch® sf bi-directional navigation catheter where a blood clot occurred. After cavotricuspid isthmus (cti) and pulmonary vein isolation (pvi), during superior vena cava (svc) ablation, the thermocool® smart touch® sf bi-directional navigation catheter was removed from the patient¿s body and inspected. There was a very small blood clot was confirmed at the catheter tip. During the procedure, there was no indication that the temperature and impedance have changed. At the physician's discretion, the catheter was wiped off with clean gauze, flushed again, confirmed that irrigation fluid was coming out of all the holes, and the thermocool® smart touch® sf bi-directional navigation catheter was returned to the patient¿s body again. The procedure continued and was completed without patient consequence. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The clot was assessed as a MDR reportable issue.